Event description:
The facility reported a fail code 12:303 the hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.